Manufacturer narrative:
During the evaluation of the device at the third party service center, a "check circuit" alarm condition occurred. The device's active exhalation control module was replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported.